Event description:
During an esophagogastroduodenoscopy, the physician used a cook endoscopy quantum ttc esophageal balloon dilator to dilate the esophagus. The accessory channel was flushed with water and a little bit of gel was applied to the tip of the balloon material. The device was advanced through the endoscopy into the esophageal junction. The balloon was inflated straight up to 20 psi, and was holding. After holding for approx 45-50 seconds the balloon started to leak. They were able to complete the procedure with this device. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: our lab eval of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small hole. The hole is located near the proximal end of the dilation balloon. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small and steady stream of water exits the balloon material at the location of the small hole. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Balloon leakage is possible if the balloon material becomes damaged during use and/or general handling. If a balloon leak occurs, the liquid used to inflate the balloon dilator will exit the balloon at the damaged area. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to a slow loss of pressure. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Balloon damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire quantum balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use instruct the user that the recommended 100% balloon inflation pressure can be found on the catheter tag of the quantum balloon dilator. Over inflation can cause damage to the balloon material. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all lots are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: this type of occurrence has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. No further action was taken at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.